Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2016; 305u27 tissue valve, implanted: (B)(6) 2008.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. No further patient complications have been reported as a result of this event.